Event description:
Caller reported a cartridge alarm 30 occurred during the loading process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer successfully loaded a new cartridge with assistance from technical support and prepared to resume insulin therapy, noting that user error was involved in forgetting to remove adhesive backing on a new insertion set. The issue was resolved without further assistance needed from technical support.